Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 94% stenosed, 13mmx3.0mm, eccentric, de novo target lesion was located in the non-tortuous and severely calcified left anterior descending artery. A 3.00 x 16mm synergy drug-eluting was advanced but failed to cross. When the device was removed, it was noted that the distal portion stent itself was deformed. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.